Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device and lead system were exhibiting 'noisy' electrograms associated with oversensing, pacing inhibition and the delivery of inappropriate shock therapy.